Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a procedure with a mentor smooth round moderate profile 425cc saline breast implant that deflated after implantation. In (B)(6) 2017, the patient was in a motorcycle accident, causing the deflation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 2/22/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 2/26/2018, mentor also became aware that the replacement device was a mentor smooth round moderate profile 425cc saline breast implant, catalog # 3501670, s/n: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received information that the device history record (DHR) of lot number 5654914 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date is 01/01/2006 and the sterilization expiration date is 01/31/2010. (B)(4).

Manufacturer narrative:
On 5/7/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation team observed creases on the posterior aspect extending to the anterior. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was not confirmed since no rents were found on the device. However, at this point it is not possible to determine the root cause of the crease or the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/22/2018, it was reported to mentor that the date problem observed was 11/24/2017. The patient had undergone removal and replacement with saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 6825396 on (B)(6) 2018. In addition, facility name was updated to (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/22/2018, it was reported to mentor that the date of the implantation was (B)(6) 2002. The date of implantation, the date of explantation and the date of the problem observed were originally reported as (B)(6) 2018, however, per the DHR, this device was manufactured on 01/01/2006. Manufacturer¿s reference number: (B)(4).